Event description:
It was reported via interdepartmental helpline solutions tracker that customer that customer needed assistance in entering blood sugar when using meter. Customer resorted to using manual injections instead of entering blood sugar and carbs. Customer also reported of receiving no delivery alarm and low reservoir alert. Customer also reported that insulin pump leaked due to not getting infusion pump on correctly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.